Event description:
It was reported that following an unrelated surgical procedure wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of message, "problem was found that could not be repaired", being displayed was confirmed. The root cause was due to the device entering the service application state on the day of the lead revision procedure, (B)(6) 2025. The ipg also stopped logging battery voltages on this day. The ipg will log battery voltage as long as it is in the therapy application state. Once it enters the service application state, battery logging stops. It was confirmed the device issued two msp430 processor resets on this same date and then the device entered a stuck processor state, which is a non-recoverable state when attempting to recover the device using a clinician programmer. The device was successfully recovered using the universal engineering programmer (uep) and subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity. All portions of ate testing passed. The ipg therapy delivery log showed the device was placed in surgery mode prior to the lead revision procedure. The device entering the service application state during a lead revision procedure is consistent with the use of electrocautery. Per the clinicians manual arten600336444 warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).

Event description:
It was reported that during a lead revision that occurred on (B)(6) 2025 the ipg was placed into surgery mode, however the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result the ipg was explanted and replaced on (B)(6) 2025 to address the issue.